Event description:
Weight issues (loss/ gain); ringing in ears (pulsatile tinnitus) /ear ache (feels like an infection), depression (sadness/suicidal thoughts), high blood pressure, itching, burning, stinging, stabbing of vaginal entrance (vulvodynia), uti/ bladder infections, sensation of burning, stinging, tickling or prickling of skin (paresthesia), yeast infections (candida), bacterial vaginosis swelling of legs/feet discharge (odor/no odor), muscle spasms, dental issues, metallic taste in mouth, fatigue/loss of energy/chronic fatigue syndrome, diminished brain function (brainfog/confusion/cloudy/ forgetfulness/short term memory loss), painful ovulation (mittelschmerz), vision problems (floaters, blurred vision, decreased vision), excessive sweating, excessive bleeding during period (menorrhagia), skin irritation/itching, mood disorders, insomnia, night sweats, chest pains/heart palpitations, neck/spine pain, hot flashes, gastrointestinal issues (constipation, diarrhea, heartburn, gas), hair loss, dry skin/hair/eyes, nausea, hip pain, severe bloating, joint pain, numbness/tingling in extremities (hands/feet), anxiety/panic attacks, sharp/stabbing pelvic pain, dizziness, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back pain, all over body aches/pain, inability to maintain blood sugars (hypoglycemia, tremors/shaky. (B)(4).